Manufacturer narrative:
The insulin pump was received with blank display, after pressing any buttons the insulin showed ghosting display follow by blank display due to faulty lcd driver board. No unexpected vibrate and buzzing noted during testing. The insulin pump was unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had blank display even after inserting the replacement battery cap. The customer's blood glucose was around 200 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.